Event description:
Resident was being transplanted to shower area of nursing facility by two nurse aides using shower chair. Two wheels came off chair throwing resident toward floor. An aide attempted to catch the resident to break his fall. The resident suffered a fractured hip and was hospitalized. Inspection of wheel sprockets showed them to be worn and defective the chair was put into use in feb 1996.